Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 22.5 mmol/l. The customer stated that she could treat with bolus and the high blood glucose level was due to sensor was just inserted. The customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer also reported sensor related issues. The insulin pump will not be returned for analysis.